Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose was 461 mg/dl. The customer stated that the insulin pump was not working. The customer also stated that the insulin pump was not rewinding. The customer also mentioned that the insulin pump had an insulin flow blocked alarm. The insulin pump will be returned for analysis.